Event description:
It was reported that while implanted with an impella cp the patient exhibited oozing at the access site. Anticoagulation was administered and forward tension sutures were applied. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Access site bleeding: the root cause of access site bleeding is determined to be use issue because the bleeding was controlled by dressing change and angle matching of the repo sheath. Access site bleeding: there was oozing from the surgical sites. The root cause of the access site bleeding was determined to be patient condition because of the bleeding from multiple surgical sites.